Manufacturer narrative:
Evaluation summary the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. No product was shown in the picture. Pmv could not determine if the product met the specification. The picture shows the ultrasound images not the incident product. The reported condition was not confirmed. The investigation of the pictures could not confirm the reported event. The investigation could not determine the root cause of the customer's report. The customer is advised to return the incident device so a complete evaluation and testing can be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the radiofrequency ablation, they had done one full cycle of ablation for 12 minutes, used impedance at 98 to 116 ohms, power at 100 to 117 w the off pump temperature was at 86 celsius and cauterization was done at 85 celsius on one hepatocellular carcinoma lesion 2.7 cm x 2.2 cm lesion. However, three months post-operatively, there were no echogenic changes under ultrasound and the lesion was not ablated and that the lesion appeared to have grown bigger. The patient had a few radiofrequency ablation on other parts of the liver without problems before. A hepatectomy was done for the lesion. The patient has liver cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.